Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end-of-life alerts. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.